Event description:
It was reported that when the physician was delivering the stent, it encountered difficulty advancing within the introducing sheath. After the physician increased the pushing force, the stent could enter the distal end of the subject microcatheter but could not continue to fully advance into the subject microcatheter. However, the subject catheter was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject catheter ptfe inner lining was peeled/scraped off. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 MDR due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the microcatheter- was returned with the stent partially deployed in the catheter shaft. The catheter shaft was kinked/bent. The stent was removed and there was an unknown material (possibly ptfe) wrapped around the middle of the stent. During functional inspection the stent was removed from the catheter hub, flushed and a 0.0158 mandrel was advanced with slight friction noted. The reported event catheter shaft friction was confirmed during analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the stent could not continue to fully advance into the subject microcatheter. After the procedure, the physician inspected the original stent and attempted to push it on the table. The delivery wire detached from the system, and the stent remained at the tail end of the subject microcatheter. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During analysis, the microcatheter was returned with a stent partially deployed in the catheter shaft. The catheter shaft was kinked/bent. The stent was removed and there was an unknown material (possibly ptfe) wrapped around the middle of the stent. The stent was removed from the catheter hub, flushed and a 0.0158 mandrel was advanced with slight friction noted. Based on a review of all available information and the analysis of the returned device it is probable that the catheter shaft was damaged during manipulation of the device during the procedure when resistance was encountered transferring the stent. It is probable that there may have been movement of the stent introducer sheath during the transfer attempt, causing the difficulty to transfer the stent. Based on the review of all available information an assignable cause of procedural factors will be assigned to the reported event catheter shaft friction¿ and to the analysed event catheter shaft friction', catheter shaft kinked/bent' and catheter ptfe inner lining peeling' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.